Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the patient could not get the implantable pulse generator (ipg) to charge past two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.